Event description:
The manufacturer was contacted, in reference to the voluntary field safety notice / recall notification. Related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging, that the patient had passed away in (B)(6) 2021. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted, when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text: device not evaluated by manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient had passed away in (B)(6) 2021. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, wrong ae outcome was selected. It is corrected on this report.